Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 5.5, lab: 3.3. Lab sample was drawn within 20 minutes of meter testing.

Manufacturer narrative:
Investigation pending.